Event description:
The following event was reported to fresenius via a medwatch form. A user facility reported to fresenius that blood was found to be leaking from the blood pump during hemodialysis treatment. The biomedical technicians (bmt) evaluated the machine and found that the silicone shields on the rotor were frayed, which led to the metal being exposed and tears in the hemodialysis lines. The rotor was the subject of a bulletin from the manufacturer requiring preventative maintenance every six months. However, they were compliant with their maintenance checks and the rotor still failed prior to the next six-month mark. While this did not lead to direct patient harm, the cut line was an infection risk and led to lost blood volume that couldn't be returned to the patient. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The following event was reported to fresenius via a medwatch form. A user facility reported to fresenius that blood was found to be leaking from the blood pump during hemodialysis treatment. The biomedical technicians (bmt) evaluated the machine and found that the silicone shields on the rotor were frayed, which led to the metal being exposed and tears in the hemodialysis lines. The rotor was the subject of a bulletin from the manufacturer requiring preventative maintenance every six months. However, they were compliant with their maintenance checks and the rotor still failed prior to the next six-month mark. While this did not lead to direct patient harm, the cut line was an infection risk and led to lost blood volume that couldn't be returned to the patient. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.